Event description:
The company received a report where it was claimed that the tip of the reported inner cannula broke off during patient use. The customer reported that the pt was undergoing a bronchoscopy procedure for an unspecified medical condition. It was reported that when the end clinician attempted to withdraw the bronchoscope, it got stuck in the inner cannula and the distal tip broke off. The customer reported that broken tip was suctioned from the pt. In addition, the end clinician elected to perform a chest x-ray to see if the pt may have swallowed additional pieces of the inner cannula. The customer reported that the inner cannula was replaced for continued use of the xlt tracheosoft.

Manufacturer narrative:
Covidien clinical specialist is attempting to gather further information related to this report. The sample is currently in transit to the manufacturing plant for investigation. A summary of the investigation results will be provided in a supplemental report, if significant information is identified during the investigation process.